Manufacturer narrative:
Additional information: the dermatological issue stated from 2023. This was not related to venaseal. The customers have not heard from the patient since her last visit stating that they think she is doing ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving venaseal device, a series of medical issues were observed. The patient underwent treatment for the left great saphenous vein. Post-procedure, the patient experienced symptoms including phlebitis, skin inflammation, irritation, discoloration, and a granuloma along the treated vein. A wound was noted on the left mid, medial thigh, and redness was documented. An ultrasound confirmed successful closure of the left great saphenous vein and was negative for deep vein thrombosis. Medical intervention included the prescription of steroids, initially 4mg for 5 days, which was later increased to 5mg for 48 tablets due to the recurrence of symptoms. The reaction occurred along the treated vein, more than 5cm from the access site, and was present only in one leg. The total length of the treated vein was 41cm. The device was safely removed, and the procedure was completed with the original kit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: analysis of the still image provided was conducted. An open granulomatous wound along with inflammation can be seen on thigh area of the patient. Still duplex image ¿ label reads left gsv thigh m. This appears to show a treated vein, however it is not the gsv as it isa not located within the fascia. Its above the fascia, indicating an epifascial tributary, not the gsv proper. There is a significant acoustic shadow suggesting this was post treatment with venaseal. The scale markers are cropped out of the image, so size is indeterminant, however the irregular shape reinforces a post treatment image. Not much else can really be said about this image. Duplex video ¿ labelled l gsv distal thigh with audio. This shows a saphenous vein, located beneath the fascia, however the inflammation around the vein makes the fascia difficult to see. A few seconds show the vein as a smaller dark circle (approx. 6-7mm) with a center lumen of bright white, the venaseal adhesive post treatment. As the video changes view, the size of the vein and inflammatory process changes to an oval shape to approximately 1cm by 1.5cm, again demonstrating occlusion with inflammation ¿ perhaps extending beyond the vein wall. This area appears to be the granuloma (if that is the complaint) due to the labelling etc,[with the limited amount of video and no pre treatment scan of the area, its not clear-cut ¿ however the event description make granuloma very likely] there is some smaller acoustic shadow. I am not able to determine what the audio comments are related to or reference. Duplex video ¿ labelled as left gsv thigh, p [could mean proximal] this shows a few longer seconds of a duplex scan of the gsv. It starts with a brief image 0:02 showing 2 veins, the fem or common femoral and the gsv ¿ with a quick view of what could be a lymph node [small and not engorged at all]. The video then follows the saphenous vein for a distance presumably scanning distally along the thigh. The scan shows a treated saphenous vein within the fascia ¿ image of the vein is ¿ratty¿ meaning irregular and thus post treatment. At about 0:10 a small tributary flies off to the left. At this point, one can appreciate not only the circular shape of the tributary, but the lack of acoustic shadowing that follows the gsv along its length ¿ the shadow indicative of changes following venaseal treatment/deposition. The gsv appears to more towards the skin level, leaving the fascia and becoming much smaller distally ¿ suggesting treatment successful ( smaller diameter) while also showing that at some point the vein moves above the fascia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.